Event description:
A report was received that alleges that the 15mm connector had broken away from the tracheostomy tube during use on a pt; the tube was in use for 10 days and the pt required emergent tracheostomy tube change. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.